Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose was 424 mg/dl

Manufacturer narrative:
Remove: h6- investigation finding 3221, investigation conclusion 67.